Event description:
It was reported that during an infusion of etoposide 200 mg / 500 ml, the rn came to do an flush chemo. The IV tubing tolerated 15ml, but burst at the top of the channel site, releasing fluids on the rn's forehand, channel and hands. Rn was wearing ppe, however; forehead was contaminated. Charge rn was aware and was the bedside with a second nurse and chemo spill kit. The rn affected by the chemo spill washed face for 15 minutes. There was no harm to patient.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the rn adjusted the blue plastic piece above the door of the channel, when the tubing broke and chemo started spilling. There was no harm to patient.